Manufacturer narrative:
At this time no conclusion can be made. The medical records indicate the pt was treated for adhesions and seroma. Both adhesions and seroma are known as possible adverse reactions listed in the IFU. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2012- the pt underwent implant of a bard ventrio st mesh. On (B)(6) 2013- the pt underwent right groin exploration with excision of right groin cyst, including the round ligament. There was no mention of the bard ventrio st mesh during this procedure. On (B)(6) 2013 - the pt underwent right groin exploration with primary repair of right inguinal hernia and partial excision of the bard ventrio st mesh. Operative dictation states that "the mesh had balled up and lot of adhesions most posterior aspect of the mesh appeared to the iliac vessels". The physician excised the top portion of the mesh and removed as much as possible. On (B)(6) 2014 - the pt underwent revision of right inguinal herniorrhaphy with additional removal of the bard ventrio st mesh. The inferior and medial border of the mesh was noted to be adhered to the femoral vessels. A portion of the mesh was also noted to be flattened over and was adhered to itself.